Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for maxxair we have not found other similar cases, power cord has been pinched by bed frame during use due to misuse. The device was being used for the patient therapy. The caregiver situated the power cord along the surface of the bed instead of along the floor underneath. While patient was raising head section of the bad the sparks came out from the power cord and in that way contributed to the event. Information provided in complaint indicates that mattress has been tested on (B)(6) 2016 and has been in good working condition. Moreover technicians inspection shows that there has not been found any signs of arcing. Also there has not been found any burn marks on wall plug. All devices are equipped with instruction for use which clearly inform how to correct use the device. The user for maxxair warns the user about necessity of power cord proper handling procedure: "power cord - position power cord to avoid a tripping hazard and / or damage to the cord. Ensure power cord is kept free from all pinch points and moving parts and is not trapped under casters. Improper handling of the power cord can cause damage to the cord, which may possibly produce risk of fire or electric shock." After reviewing the complaint it comes forward that the device was according to specification when the event occurred. The device has been controlled and tested on (B)(6) 2016. From above findings we conclude that this incident was caused by user error - the event occur due to not following the instruction for use by caregiver. The power cord has been pinched by bed frame due to wrongly positioned cable by staff. Please note, that if caregiver followed every guideline given in instruction for use there would have been no user at risk.

Event description:
It was initially reported to arjohuntleigh representative that: "sparks came out as patient used mattress when head was raised by patient remote. Maxxair power cord was run along barimax frame on patient left side. Could not find any signs of arcing, fuse was good on barimax, no burn marks on wall plug. No one was hurt. The power cord was found to be running alongside the surface of the barimaxx frame, whereas fsrs deliver these beds and run the cord along the floor underneath. Our preliminary findings suggest that the staff moved the power cord from the floor onto the bed and it got pinched somewhere in the frame while the head section was being raised by the patient. The pinching of the cord could be the reason for the sparks reported by the staff."